Event description:
Catheter hub was cracked and leaking after 6 days of tpn administration. The hub was observed to have gouges in the material, indicating that a forcep like object may have been used to disconnect the tubing or cap. Cracking due to undue direct and circumferential pressure on the hub.